Event description:
Customer reports having low blood glucose symptoms and tested his blood glucose with a reading in the 300's mg/dl while using the advantage system. Customer's symptoms did not match results. Customer's wife took him to the hosp where his blood glucose result was 45mg/dl; was treated with an IV of unknown content and admitted for one week. No quality controls were run. Customer reports throwing away the meter and strips; a replacement was sent.